Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported radicular pain following the initial procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain. One week after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant and installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.